Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient; therefore, a device evaluation will not be performed. Patient medical records and medical imaging have been received and are under further evaluation by a clinical specialist. A follow-up report will be submitted subsequent to completion of clinical analysis.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system on (B)(6) 2024. It was then reported that there was intraoperative proximal migration with the alto device, resulting in the occlusion of the left renal artery. The aaa was successfully excluded, and the right renal and both hypogastric arteries were preserved. During the procedure, the alto device was positioned with the markers settling at the ostium of the lower left renal artery. The angiogram catheter was pulled down, and the stiff wire was withdrawn until the tip was in the main body. Polymer fill was then initiated. The procedure was completed in the usual manner, including a 2-3 mm relaxation maneuver after the polymer fill had started, followed by ballooning of the sealing zone after 14 minutes of polymer time. Given the conical neck with an internal diameter of 7 mm, proximal migration was not anticipated. The final angiogram revealed occlusion of the target renal artery by the sealing ring. It was reported that, as of on (B)(6) 2024, the patient had fully recovered and was reported to be doing well. (Reported to FDA on MDR#: 3008011247-2024-00108). Recently while the patient was being seen for non-emergent control of superior mesenteric artery (sma) for intestinal reasons on (B)(6) 2025 there was significant aneurysm sac growth identified. Reportedly the computed tomography and angiographies from december 2024 and october 2025 showed no obvious reason for the sac growth and there was not anything seen to signify a type ii or type iii endoleak; however, there is a significant shortening of the aortic neck. The sac growth appears to be from a type v endoleak (endotension). Patient status was reported as being monitored for a growing aaa in absence of an obvious device related endoleak. Treatment options are being discussed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made three good faith efforts to retrieve reported adverse event/incident-related medical records. However, the user facility did not respond to requests for this information. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported incident. A clinical evaluation of the incident was completed. An examination of medical imaging received by endologix found the type v endoleak is refuted, rather there were multiple type ii endoleaks from lumbar arteries. The abdominal aortic aneurysm enlargement of 7.2 mm complaint is confirmed. This is moderately consistent with the reported incident. The event is most likely anatomy related due to multiple large type ii endoleaks present. No procedure related harms were identified. The final patient status was being monitored. The event is anatomy related and not related to a device failure therefore this event is no longer reportable. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Corrections: h6: medical device problem: remove code 2993. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.